Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink sensor (ID 826851 was returned for evaluation: device history record (DHR) - the product code 826851 with lot 7541836 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the issue of the complaint was confirmed: foreign matter over sensor. Sutures tied 9.9 and 16.2 cm from distal tip. Internal wires damaged from crimp. Icp express: zeroing error, cerelink monitor not acceptable. Cleaned foreign matter from sensor icp express: zeroing error. Root cause analysis - the complaint was confirmed by the supplier. The possible root cause for this issue reported by the customer could be due to mishandling of the catheter.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink sensor (ID 826851) was implanted on (B)(6) 2025. The sensor was reading between -15 and -30 immediately after implantation and never recovered to a plausible icp. The sensor was connected to 3 monitors to confirm that it was the sensor. Additional information: was the integra/codman icp monitor connected to a patient monitor (yes/no): "yes" a. If yes, provide patient monitor make & model: "phillips" was the patient lead always connected (yes/no): "yes"